Event description:
It was reported to philips that the device experienced faulty battery connector. There was no report of patient involvement.

Manufacturer narrative:
The customer worked with the technical support representative. The customer's device needs a battery pca. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery pca. A quote for the battery pca was given to customer. The battery pca to be replaced by customer as their budget allows. No further action at this time.